Event description:
I was diagnosed with ra within 3 months of having my saline implant surgery. Since then, I have developed 2 more auto-immune diseases. I had a funny feeling immediately after my surgery that something wasn't right.